Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient was in the hospital for ongoing medical management when he became bradycardiac. He eventually went into cardiac arrest and was found to be in pulseless electrical activity. Advanced cardiac life support was initiated with chest compressions and medications. The patient's wife requested that the patient be put on a ventilator. Epinephrine was used to treat the patient causing a spontaneous return of circulation. But the patient once again became pulseless and advanced cardiac life support was resumed. The patient was then stabilized and transferred to the ICU. When a viable pulse could not be detected, CPR was initiated and the patient was intubated, and put on a ventilator. The patient continued to be in pulseless electrical activity and passed away at the hospital.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was cardiac-arrhythmic. No further information is available at this time.